Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. D4 primary unique device identification (UDI) number: (B)(4).

Event description:
It was reported and learned through investigation that a 23mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 3 years due to degeneration and severe symptomatic stenosis. The patient presented with dyspnea. The tavr procedure was successfully performed with a 20mm 9755rsl valve. The patient was in stable condition post procedure and discharged pod #1. Per medical records, the patient was diagnosed with severe symptomatic aortic stenosis from valve prosthetic degeneration. There was no mention of halt.